Event description:
A customer contacted beckman coulter, inc. (Bec) to report finding a small amount of clear liquid leaking below the blood sampling valve (bsv) of a coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse observed that the bsv was leaking and required replacement. The bsv aspiration probe was obstructed. The instrument locked up during aspiration sequence and blood clotted inside the probe. The bsv was replaced and no further evidence of leaking was observed. Per labeling, beckman coulter, inc. Urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).